Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, product type: recharger.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having poor coupling and it was taking too long to charge. The patient reported 64 for antenna locate (al) but still had 0 coupling boxes when he initiated a charge. The ins was reported to be off and showed low battery. The last time stimulation was felt was in (B)(6). No further complications were reported and/or anticipated. Additional information was received from the patient who reported they received their replacement antenna but indicated they still continued to have zero coupling bars.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient's weight was (B)(6). At the time of the event. The issue of not feeling stimulation has not been resolved. No further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they were still having the same issues previously reported. The patient was advised to speak with a healthcare professional (hcp) as the battery might be overdischarged. Additional information was received from a manufacturer representative (rep) on (B)(6) 2017. It was reported that the patient¿s ins recharger (insr) antenna keeps sliding down which is why they were experiencing poor coupling. Adhesive discs were requested. No further complications were reported/expected.